Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had an issue with 2 sensors. They had calibration error with first sensor. The customer reported that she reinserted new sensor but upon inserting new sensor it started bleeding a lot. The customer had to remove the sensor to stop the bleeding. The customer they don¿t want to troubleshoot sensors. The customer stated she also had a high blood glucose 3 days ago due to bent cannula of infusion set. The customer stated she wants a replacement and doesn't want to troubleshoot the infusion set anymore as she was certain that it was because the cannula was bent. The was fine and she herself a bolus. The sugar went up to 480mg/dl and had to come home and removed infusion set and cannula was bent in half. The customer treated with bolus from pump and did not work. So they put in new infusion set and bolus again from pump. It took 4 hours to lower down blood glucose to 130mg/dl. The customer declined to troubleshoot for high blood glucose. Later customer treated it with manual injection. The insulin pump will not be returned for analysis.